Manufacturer narrative:
Device evaluation: the contact of the power supplying side shows on both electrodes signs of overheating. As both electrodes show the same damage on the power supplying contact, it is most likely that they have been used with an already damaged hf power cord contact. Collateral damage. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Cross reference MDR: 9610617-2023-00523.

Manufacturer narrative:
Correction: MDR was previously filled was incorrect routing number, the correct routing number should have been 9610617-2024-00524, since the initial MDR was filled with 9610617-2023-00524 we will coninue on using it for additional supplemental that will be created for this MDR. Additional information is provided in section d9 to reflect that the product was returned for evaluation on february 12,2025. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported an issue with two electrodes. (B)(6): indeed, when the coagulation ball was removed, one of the electrodes was burned as if it had heated. (B)(6): indeed, during the removal of the resection loop, one of the two electrodes was burned. No negative impact in state of health reported. Cross reference MDR: 9610617-2024-00523.